Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty. Subsequently, the patient may undergo a revision due to dislocation. No revision has been reported to date. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk tm baseplate, unk tm glenosphere. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04644, 0001822565 - 2019 - 04647. Product remains implanted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty. Subsequently, the patient may undergo a revision due to malposition of glenosphere and dislocation. No revision has been reported to date. No additional patient consequences were reported.